Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Conclusion: reservoir had no leaks, not occluded and no air bubbles. No anomalies found during analysis.

Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2016 due to car accident. The caller stated that on (B)(6) 2016, the customer had an appointment with the diabetes clinical manager. The customer's blood glucose was 122 mg/dl at that time. Later the same day, she spoke with her spouse, prior to the car accident. The caller stated that per the emergency room report, the cause of the accident was hypoglycemia; the customer's blood glucose was 59 mg/dl. The customer had reported that she hadn't taken any bolus of short acting insulin and hadn't taken long acting insulin for 30-32 hours, since the wednesday morning before the car accident. People had reported that the customer sounded drunk. The caller assumed that the customer was wearing the insulin pump at the time of death. The customer's spouse mentioned that prior to starting on insulin pump therapy; the customer had history of afternoon lows and had to be helped out. They have not told anyone.